Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: echo por fmrl lat nc 12x140mm catalog #: 192112 lot #: 478700. Medical product: g7 pps ltd acet shell 58g catalog #: 010000666 lot #:39061720. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that the patient underwent initial left hip arthroplasty. Subsequently, it was reported that the patient experienced a dislocation while bending forward. The adverse event was resolved on the same date by physical therapy treatment.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Two anteroposterior full-pelvis x-rays were provided for analysis with (B)(4): one pre-primary surgery and one post-primary surgery (exact dates unknown). The inclination angle of the acetabular shell in the left hip is 47.3° (measured with imagej v1.51k, nih, USA), which is higher than the recommended inclination of 40° in the g7 acetabular system surgical technique. The issue of 'dislocation while bending forward' might be partly due to inadequate anteversion angle of the acetabular cup. However, it is not possible to confirm that with the x-rays provided. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that the patient underwent initial left hip arthroplasty. Subsequently, it was reported that the patient experienced a islocation while bending forward. The adverse event was resolved on the same date by physical therapy treatment.